Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced weakness and was drooling. The patient¿s partner noticed the patient was not well as they were "acting funny" and disoriented. The partner tested her bg meter reading, which was 45 mg/dl while the cgm reading was 165 mg/dl. The patient¿s partner administered a glucagon injection to the patient. The patient also drank some apple juice. The patient recovered after treatment and was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.